Manufacturer narrative:
The device was disposed at the facility.

Event description:
It was reported that resistance was encountered during the coil advancement through the proximal part of the microcatheter shaft and the coil prematurely detached inside the microcatheter. The coil was removed from the microcatheter "by finger". There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that intermittent flush was used during the procedure. As per the device directions for use (dfu) "warning: in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between: the femoral sheath and guiding catheter; the 2-tip microcatheter and guiding catheters; and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". Based on the information available, it is possible that insufficient flush may have contributed to the reported event; therefore, an assignable cause of use error was assigned to this event.

Event description:
It was reported that resistance was encountered during the coil advancement through the proximal part of the microcatheter shaft and the coil prematurely detached inside the microcatheter. The coil was removed from the microcatheter "by finger". There was no clinical consequence to the patient due to the reported event.